Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient ed they were trying to placed the 3058 device into MRI mode. Hcp reported that when they attempted to, a message appeared: internal device has lost all data. Clear history on handset, powering the handset off, and powering the communicator off did not resolve. The hcp reported the patient did not have any recent medical procedures or new equipment around the house. Redirect ed hcp to patient's hcp.